Event description:
Pt. Reported; "I have a striker and he replaced the parts in and I've been having some issues with it. The doctor said I need to replace the top joint".

Manufacturer narrative:
Reported event: an event regarding issue unclear involving an unknown implant was reported. The event was not confirmed. Method and results: device evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.